Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce, which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-mar-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device involved in the incident, it was determined that the issue was related to a failed cubie in the main full-height (fh) drawer 2, likely due to a malfunction or misalignment. A field service engineer executed the hardware test application, force ejected all cubies, and relaunched the med app. The customer signed in, returned the cubies using the cubie map, and successfully recovered the failed cubie. An inventory count was performed to verify drawer functionality, and the test was successful. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the drawer was failed. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no delay or adverse events or injuries reported based on this event.